Event description:
It was reported that a non-compliant patient that had been lost to follow-up presented and their implantable cardioverter defibrillator (ICD) was non-functional and unable to be interrogated. During the device changeout procedure the patients right ventricular (rv) lead exhibited oversensing noise, high/undefined pacing impedance, high thresholds, and no capture with the use of the pacing systems analyzer (psa). A potential lead fracture was suspected. The ICD was extracted and replaced while reprogramming of the rv lead was completed and the lead remains in use. No patient complications have been reported as a result of this event.